Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ins replacement was scheduled for an elective replacement indicator (eri). The ins was explanted in (B)(6) 2018 and the historical device settings and impedance measurements were unknown. The lead was fully explanted during the intervention. The lead model number, lot number, and implant date was unknown.

Manufacturer narrative:
Other applicable component is: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a surgical intervention as the ins was scheduled for battery replacement, however, they were unable to remove the lead from the ins and the lead ended up being cut. It was unknown what signs or symptoms the patient was experiencing and unknown what factors may have led or contributed to the issue. The diagnostics and troubleshooting included re-operating the patient. The issue was resolved at the time of the report. The patient was alive with no injury.

Manufacturer narrative:
Correction: review determined conclusion code applies to the lead, conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). The information obtained from the ins upon receipt indicated the device had reached eos (end of service). The end of service (eos) bit was reset using a lab programmer in order to test the output. Analysis determined there was a lead or lead parts stuck inside the ins connector port. Device analysis for the lead revealed the proximal end insulation consistent with metal ion oxidation (mio). Environmentally assisted degradation of the insulation at the proximal end of the lead. Conductor wire was broken due to overstress/damage. If information is provided in the future, a supplemental report will be issued.